Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump has alarmed with 36 no delivery alarms within the past week and a half. The patient's blood glucose at the time of incident was 189 mg/dl. The customer also mentioned that there was physical damage where the battery cap connects to the insulin pump; a piece of the compartment is chipped off. The damage occurred a week ago. Troubleshooting was initiated for the no delivery alarm and the customer also mentioned that when he wakes up there is sometimes a hole in his tubing. No further troubleshooting occurred regarding the no delivery. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.